Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Information was provided that the cystoid macular edema (right eye), was not related to the study device and may be related to the surgery/study procedure.   There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician(investigator) reported via clinical study following implantation of an intraocular lens (iol), the patient experienced cystoid macular edema and was prescribed with eye drops. The investigator found that the subject's cystoid macular edema (od) was moderate, not related to the device, and possibly related to surgery/study procedure.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that the symptoms were resolved.